Event description:
It was reported that: "male resident was being transferred by cna's when legs of hoyer were bumped and moved from wide position to narrow position. Lift then tipped and resident fell to floor. X-ray taken noted fx of right leg. Maintenance dept. Insp. On 10/27 found locking tooth broken; was replaced.